Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating the red cross sign is blinking when doing the test. There was reportedly no patient involvement. The fse evaluated the device on site. The fse ran the operation check and it passed successfully. No device malfunction was determined, no problem found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a red cross sign blinking when doing testing. There was no patient involvement.